Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an overheat alarm which occurred three times. Turned the power back on each time and resumed driving. The patient was tachycardia at the time, once the tachycardia subsided the alarm no longer occurred. No health damage.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had an overheat alarm which occurred three times. The patient was tachycardia at the time, once the tachycardia subsided the alarm no longer occurred.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,e1(initial reporter),e2,e3,g3,g6,h2,h6,h10,h11 correted fields: h6(type of investigation) additional fields: e1(event site state: fukui) it was reported that the cardiosave intra-aortic balloon pump (iabp) had a issue of system overheat alarm occurred about 3 times. Turn the power back on each time and resume driving. Still in clinical use. The patient was tachycardic at the time of the alarm. A getinge field service engineer (fse) evaluated the unit and found no reproducibility. The scroll compressor was replaced because it was almost time to replace it. Operational inspection was conducted based on the inspection record sheet, and the results were good.the defective components were received for further investigation. The failure analysis and testing dept. Received dtech with a reported unit failure of a system overheat alarm. The fat performed a visual inspection and found the part to be in good condition. The fat installed the compressor in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Could not confirm the reported failure. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed

Manufacturer narrative:
A getinge field service engineer(fse) evaluated this unit. Although verified, there is no reproducibility, it was almost time to replace the scroll compressor. Therefore, fse decided to replace compressor. Operational inspection was conducted based on the inspection record sheet, and the results were good.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d9 (return to manufacture date), g3,g6,h2,h6,h10.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.